Event description:
As reported, after observing that the pulsatile continuous flow had significantly decreased, the system was continuously retracted, but the indicator window never changed color. Even after the entire system was withdrawn from the body, it still did not change color. Manual compression was then used to achieve hemostasis, and no other adverse reactions occurred. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use (IFU). No abnormalities were noted prior to use. A retrograde puncture approach was used, and angiography confirmed femoral artery suitability, including appropriate sheath insertion angle, with vessel diameter verified to be at least 5 mm and no calcium, plaque, stent, or significant stenosis at the puncture site. A 5f non-cordis sheath introducer was used. No resistance or excessive force occurred during advancement or insertion, and there was no difficulty connecting the sheath introducer to the device. The sheath engaged and locked with the indicator wire cowling with an audible click, and pulsatile blood flow was observed. However, the indicator window did not change color during retraction. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.